Manufacturer narrative:
Final analysis found that the insulation was abraded at 7.0cm to 7.2cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the atrial lead. The lead was explanted and replaced. The patient was noted to be in stable condition following the procedure.